Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed red burn spots under the back therapy pads of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Per additional information, a us distributor contacted zoll to report that a patient developed a skin irritation on their back and breasts from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient reported using prescribed triamcinolone cream but stated that the cream did not help. The patient went back to physician and was prescribed perrigo cream for the skin irritation. Follow up indicated that the skin irritation improved. A us distributor contacted zoll to report that a patient developed red burn spots under the back therapy pads of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the skin irritation. Follow up indicated that the skin irritation improved.